Event description:
The customer reported that during review of the diagnostic report it was noted that unit logged a back alarm test failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified.